Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012449276); product type: 0195-heart valves; implant date: (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a with a 70-degree horizontal aorta and an enlarged ascending aorta, the valve passed through the greater curvature while advancing the delivery catheter system (dcs). When placing the valve, it was slightly tilted towards the greater curvature. Intraoperatively and immediately postoperatively, the vital signs were stable, and the patient had no symptoms. An echocardiogram in the next evening revealed a possible dissection in the ascending aorta, prompting a contrast computed tomography (CT) scan. It was diagnosed as an type a ascending aorta dissection with an entry point just above the valve outflow. Per the physician, the angle between the dcs and the ascending aorta was poor. It is believed that the cause was a vascular wall injury was the device edge. Of note, the dissection cavity did not extend to the brachiocephalic artery, and cerebral blood flow was unaffected. On the second postoperative day, a contrast CT showed no enlargement of the dissection cavity. Continued blood pressure control and rest were maintained and the patient was monitored. On the 3rd day postoperative, the dissection progressed. The patient died on the 4th day postoperative. Emergency surgery was not performed per the patient's request.